Manufacturer narrative:
Overall conclusion from analysis of complaint, product, and situation: the customer did not appear familiar with the product and product family. The customer did not appear to have consulted nor have possession of directions for use. The customer did not use the product in accord with directions (bolded sections as printed), such as, "... Filler expands to fill dead space... Eliminate wound dead space by loosely packing cavities... Avoid overfilling the wound...filler should be smaller than the wound..." Conclusion: the foam membrane of the test and control dressings had the expected properties.